Manufacturer narrative:
(B)(4). On 11apr2022 writer sent the customer an email acknowledging receipt of the complaint and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Curved vital metz 7-inch mo1601, tip of scissor broke off during surgery and fell into patient's knee. The surgeon was able to retrieve with no harm to patient. On 15apr2022 additional information: what was the procedure that was being performed? Right knee acl revision. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? The tip of the scissors broke off into the patient¿s right knee. Surgeon retrieved the broken tip. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? No, x-ray was not performed. What was the patient¿s outcome? No harm to the patient. Was the procedure completed as planned? Yes, procedure completed w/o any further complications. Can you please send all parts of the instrument for evaluation? Incident took place on (B)(6) 2021. The instrument was not saved by staff. Do you have the lot number? No. Do you have photos of the reported issue on the instrument? No. The complaint sample, photos, lot number, or further information are not available.